Manufacturer narrative:
The spacer will not be returned to bsc for analysis because it was discarded by the medical facility.

Event description:
It was reported that during the implant procedure, the spacer broke. The entire back end of the spacer came apart. The device was replaced and the procedure was completed successfully.